Manufacturer narrative:
This supplemental report is to withdraw the initial submission because the event is a duplicate of 8010047-2020-10914.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with trouble shooting. Tac was informed that the facility had a second monitor in another room and recommended that the customer attach the power supply from previous monitor to test function. Tac also recommended that the customer order an ac adapter. In addition, the unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information from the user facility regarding the reported event. If additional information is received or the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that the monitor would not power up. The monitor was on a rolling stand at the time the customer attempted to power it up. There was no patient involvement was reported.